Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin infection causing pain and inflammation at the pod infusion site (leg), occurred while wearing the pod between 36 and 48 hours. The patient removed the pod from the insertion site, once at the hospital the patient was diagnosed with cellulitis. The patient was treated with intravenous fluids as well as bactrim. The patient was released from the hospital after 5 days.